Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Insulin pump received with unresponsive keypad due to keypad flex connector is not plugged in properly. Keypad traces inspected and no damage noted on keypad traces. Insulin pump unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to unresponsive keypad. Insulin pump received with cracked battery tube threads, pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.